Event description:
When this patient was admitted to the registry, the lesion treated was a restenotic lesion previously treated with three cypher stents.

Manufacturer narrative:
As reported by the registry, this patient presented for treatment of a restenosed lesion in the 1st diagonal. The original lesion w as a type c, saphenous vein graft (svg) lesion. It was pre-dilated with a 1.5 x 15mm abbott maestro, a medtronic sprinter 2.5x20, a cordis aqua 3.0x20mm and a guidant voyager 4.0x15mm at unknown inflation pressure. Three cypher stents were deployed, a 2.25x18mm cypher stent, a 3.0x18mm cypher stent and a 3.0x8mm cypher stent, all at unknown inflation pressure. Thrombin inhibition in myocardial infarction (timi) ii and iii flows were recorded pre and post- procedure, respectively. Heparin was administered at unknown inflation pressure. Aspirin, beta blockers, calcium antagonists, lipid lowering drugs, intravenous (IV) nitroglycerin, plavix and tirofiban (aggrastat) by IV. Sixteen months later, when the patient was included in the e-select registry, he and presented with 3-vessel disease and unstable angina. Intra-procedure medications included aggrastat and unfractionated heparin. Pre-procedure cardiac enzymes were not drawn. Pci was performed on a 99% occluded restenosed svg lesion (after in-stent restenosis of 3 drug-eluting stents) in the 1st diagonal of 15mm in length in a 3.0mm vessel diameter. The exact stent implicated in this event could not be determined. The (b2) concentric lesion was moderately tortuous, irregular in contour and with little to no calcification present. It was pre-dilated with a 3.5x20mm balloon at 12 atmospheres (atm) before a 3.0x18mm cypher stent was deployed at 10 atm. Post-dilation was done with a 3.5x20mm balloon at 16 atm due to sub-optimal results. Residual diameter stenosis measured 0%. Timi flows pre and post-procedure were not provided. Post-procedure medications included permanent aspirin 80mg, clopidogrel 75mg for 12 months, statins, ace inhibitors and beta-blockers. Approximately 5 1/2 weeks later, the patient was admitted with congestive heart failure. He was treated with furosemide, morphine and oxygen. He was discharged six days later. Please note that this product is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three products associated with this event that were reported under the following manufacturing numbers 9616099-2007-0090, 9616099-2007-00991 and 9616099-2007-00992.